Manufacturer narrative:
(B)(4). He product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from its position during the right atrial (ra) lead extraction procedure. The physician decided on an additional surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the dislodgment allegation was not confirmed, lab observations & field report are insufficient to verify dislodgement. Surgery and prolonged procedure allegations not confirmed, no product performance issues or anomalies detected during analysis.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from its position during the right atrial (ra) lead extraction procedure. The physician decided on an additional surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.